Event description:
It was reported that on (B)(6) 2022, the sodium hyaluronate solution was squirting out of the rotary injection port of the norial drillable inject. The patient outcome is unknown. No further information was provided. This report is for a norian drillable inject 5cc-sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. (B)(4). Visual analysis of the returned sample was performed on norian drillable inject 5cc-sterile. Photos documented the rotary pouch and associated syringe, showing a crack running the length of the pouch luer. The pouch was returned to dsm and the failure mode was confirmed. The dimensional inspection was not performed due to post manufacturing damage. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the norian drillable inject 5cc-sterile. The root cause of the complaint condition can be confirmed due to the manufacturing issue. The received condition of the norian drillable inject 5cc-sterile confirmed that the pouch luer had a crack. A scar (supplier escalation) and nc has been assigned for the luer lock cracking. The pouch has been monitored by dsm biomedical for luer lock cracking. Dsm¿s pouch supplier has identified an issue with their luer supplier. An investigation was conducted and documented. Review of the device history record showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Part# 07.704.005s, synthes lot# ds7008226, supplier lot# ds7008226, release to warehouse date: 30 oct2021 ,expiration date: 28 apr2023, supplier: dsm biomedical-kensey nash. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.